Manufacturer narrative:
(B)(4). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the inner capture of the glenoid sizer handle had worn away and broke while trying to attach it to the implant. The procedure was completed successfully with an alternate device and no patient harm was reported. Attempts have been made, and no further information has been provided.